Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #1627487-2018-03096, 1627487-2018-03521. It was reported the patient experienced ineffective stimulation from the scs system following an ipg replacement surgery (reference report MFR# 1627487-2018-02391) on (B)(6) 2018. Multiple trouble shooting attempts were made which did not resolve the issue. Diagnostic testing concluded that multiple contacts reflected high and low impedance readings. X-rays revealed the leads had pulled out of the ipg header. As a result, the patient underwent surgical intervention on (B)(6) 2018, wherein the scs system was explanted.